Manufacturer narrative:
(B)(6).

Event description:
It was reported that the wand was put under no more stress than normal and part of the electrode popped off.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows extensive electrode wear and scratch/scuff marks on the spacer and cap. The screen is completely detached and returned with the device. A part of the spacer is broken-off. The insulation around the shaft is scratched but not compromised. There are no manufacturing abnormalities visually observed with the returned device. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The e-7 error was bypassed and was activated in saline solution at the default and max settings on the controller and performed as intended. The complaint was verified as an e-7 error was experienced. The root cause could not be determined with confidence. The suction line was tested and performed as intended.